Event description:
Reporter alleged while in the hospital for a condition unrelated to diabetes, he had discrepant blood glucose device measurements. Customer stated the doctor measured 355 mg/dl compared to the customer's meter reading of 142 mg/dl when testing was performed < 10 seconds apart. No actions were taken or treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.